Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reports not getting symptom relief "for a few days now"; a loss of therapy was reported. During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation was off. Patient said they don't know how stimulation got turned off and then added that they go through metal detectors at work so they could have inadvertently turned their stimulation off. Patient's stimulation was at 1.5v on program 2 and the call center helped them turn stimulation back on; they could feel stimulation at 1.9v. It was reviewed that the patient should experience symptom relief soon because stimulation is now on. The event occurred in (B)(6) 2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who said they were urinating a lot in their pants; they wanted to check and see if they could turn it off again like they did before. The event date for the symptom was the last 2-3 days. The next day, patient called back saying they received their replacement patient programmer (pp), but they were having problems with it and wasn't feeling stimulation. During the call, the patient connected to their implantable neurostimulator (ins) and was able to increase stimulation to 2.3v. The patient confirmed feeling stimulation at a comfortable level in their bike seat area. Later on that day, patient called back to get assistance with programming their replacement pp. It was reviewed with the patient that they need to see their healthcare provider (hcp) to have other programs added. It was reviewed that the replacement pp would only be able to run the current program. Caller indicated the manufacturing company was not helping and disconnected the call. No further patient complications have been re ported as a result of this event.